Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the filter cracked and leaked during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the filter was cracked was not confirmed but the report of a leak was confirmed. Functional testing showed that the set was leaking between the tubing and the distal end of the filter. The tubing was measured and found to be within specification. The root cause of the leak was insufficient solvent application at the engagement between the filter outlet and the tubing.

Event description:
The customer reported that the filter cracked and leaked during patient use. There was no patient harm.